Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported their therapy was not working. They reported they were feeling the prickly feeling on and off or randomly every couple of minutes. They stated that their trial was "magic". The patient does feel stimulation. Using the patient programmer they confirmed settings were at p1 at 1.5v and therapy was on. It was suggested that the patient get in touch with their healthcare provider (hcp). The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.